Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. The left ventricular lead broke apart during laser extraction. The lead will be completely extracted at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant proudcts: 5524m45 lead implanted: (B)(6) 1996; d334trg ICD implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.